Event description:
It was reported that metal shavings came out of the device during use. The shavings did not enter the surgical site. The procedure was successfully completed as planned with no allegation of adverse consequences.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.